Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstreeam occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the constant downstream occlusion alarm which was not reproduced. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high reading). The downstream pressure p[late gap was also found out of specification. The downstream sensor was replaced.